Event description:
According to the operating surgeon, the jackson pratt drain used broke as it was being removed from the patient's left knee after the first surgical procedure, on 10/09/97. An unplanned surgical procedure was required to remove the remaining section of the drain.